Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). Patient or user involvement: no, patient or user harm: no. Case description: tech called in for help om a rental 8015 4.7 unit case resolution: tech called in for help on 8015 4.7 rental unit when power unit on he gets black screen with red line by system on button and unit continue peeping. Explain that is a watchdog error unit is unrestorable. Tech thank me for my assist. Ref: (B)(4).